Manufacturer narrative:
Evaluation: conclusions - based on the complaint history, a likely root cause of the event has been determined to be due to the foam tip plunger.

Event description:
The reporter stated, the surgeon inserted an eyeonics lens but, the haptics sheared upon injection. The incision was enlarged to remove the lens and another same type lens was implanted. Sutures were required to close the incision. The reporter stated, it was the surgeon's opinion that the likely cause of the iol damage was due to the foam tip plunger/overrode iol.